Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are nr-0148919 and CAPA-010215.

Manufacturer narrative:
Ages/date of birth: exact ages not provided mean age 60.3 ± 10.7 years. If implanted; if explanted; give dates: unknown, not provided. The devices were not returned for analysis. There were no serial numbers reported for the devices; therefore, no further investigation can be performed. If there is any further relevant information received, a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted. Islamaj, e., jordaan-kuip, c.p., vermeer, k.a., lemij, h.g., and w.t. De waard, p., (2018) motility changes and diplopia after baerveldt glaucoma drainage device implantation or after trabeculectomy. Trans vis sci tech. 2018; 7(5):7, https://doi.org/10.1167/tvst.7.5.7.

Event description:
The following article was received based on a literature review: motility changes and diplopia after baerveldt glaucoma drainage device implantation or after trabeculectomy. The publication reports 14 patients implanted with bg 101-350 developed diplopia.